Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a call tech support error message was observed on the screen of the receiver. A review of the receiver data log confirmed firmware error codes related to the complaint. The root cause was determined to be a defective component in the receiver's printed circuit board. The complaint of intermittent audio output is confirmed.